Event description:
Additional information reported that the impedances were lower on the right side and have been since the implant of the implantable neurostimulator. It was noted that during implant the low impedances were noted and troubleshooting was done in the operating room. It had been determined that they only had one pair that they needed to program around and it was decided that that was feasible. The impedance values on the left side were considered normal. The electrode pair 4 and 7 had an impedance of 227 ohms. The other bipolar pairs on the right side were low, but were considered to be within normal limits. It was noted that the patient was getting adequate therapy after the lowest impedance was programmed around.

Manufacturer narrative:
The device was used for an off label indication. The therapy the device was used for was MFR.

Manufacturer narrative:
Product ID 3391s-40 lot# v556815, implanted: 2012 (B)(6), product type lead product ID 3391s-40 lot# v556815, implanted: 2012 (B)(6), product type lead product ID 37092 lot# 375650002, product type accessory product ID 37651 lot# serial# (B)(4), product type recharger product ID 37642 lot# serial# (B)(4), product type programmer, patient product ID 64002 lot# n351854, product type adapter product ID 7482a51 lot# serial# (B)(4), implanted: 2012 (B)(6), product type extension product ID 7482a51 lot# serial# (B)(4), implanted: 2012 (B)(6), product type extension. (B)(4).

Event description:
It was reported that there were out of range impedance values. C/3 was over 2,000 ohms and 4/5, 4/6,4/7, 5/7, and 6/7 were all under 250 ohms. It was noted that the patient did not have any change in therapeutic benefit even throughout of range values had been detected on several contacts. It was possible to successfully program around the out of range contacts and no surgical intervention was planned. It was later reported that no lead fractures were noted.